Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the tephlon pad was missing from the tip. It was possible that it burned off. Evidence not conclusive, but teflon pad damage may be due to likely mishandling/misuse. No other damage was found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Isi has attempted to contact the site several times to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's tephlon pad found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci esophageal hernia repair procedure, the customer noted that the harmonic ace® curved shears insert accessory was plugged into the machine, and the tip was burned. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.